Manufacturer narrative:
Other, other text: additional information: a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with bubbled downstream occlusion sensor seal. Event history log review was performed and found evidence of reported problem. Visual inspection and functional occlusion testing were performed and failed. The customer reported problem was confirmed. According to the investigation, the reported issue was caused by the pump defective dso sensor. Investigator recommended replacing the dso sensor to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump was presenting with a constant downstream occlusion. There were no reported adverse events.